Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope and the physician requested review as the suspected tachycardia was not stored. Technical services (ts) reviewed the device data and noted the ventricular tachycardia storage was programmed at 160 bpm. The reviewed episode showed signals with rates between approximately 100-150 bpm, which were below the programmed storage threshold. Ts also observed possible oversensing events and pacing rates below the programmed lower rate limit. Further evaluation of device capture and sensing was recommended. This crt-p remains in service.